Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. The patient was not on oral anticoagulants at the time of the procedure. At the 45-day transesophageal echo (tee) follow-up, thrombus was found on the device. The patient was started on eliquis 2.5 mg twice a day and aspirin then increased to 5 mg twice a day. A follow-up tee on (B)(6) 2021 concluded there was a laa closure device that was well seated in the appendage with no evidence of leak. There was likely a small, mobile thrombus protruding from the top of the laa closure device. A computed tomography (CT) scan performed on (B)(6) 2021 showed a low-grade hypoattenuated thickening along the atrial surface of the device persisted although less conspicuous, of uncertain significance but could represent a small amount of residual thrombus. No additional information is known at this time.